Event description:
Caller reported that a pump malfunction occurred, but no notable events were present before the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to contact support if the issue recurred.